Event description:
Acct reports that the "injection site blew out while pushing a medication." The injection site was attached to a stopcock, no splash of fluid noted. Sample available. No further information available from acct. Occurred 9/8/98.